Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on unknown date. Customer's blood glucose value was 80 mmol/l at the time of incident. Customer stated that they was not using insulin pump at that time. It was unknown that auto mode feature was active or not at the time incident. The insulin pump will not be returned for analysis.